Event description:
It was reported that there was a pocket infection. The right atrial and left ventricular leads were explanted. The right ventricular lead was explanted and replaced. At the time of this report the device was still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.